Event description:
A volume discrepancy of 41% was reported. The pump had less volume than expected. There was 55% volume discrepancy six months ago, no volume discrepancy the following month, 11.6% a month later, 9.41% two months later and 25% a month before the report. The pt was experiencing increased baseline pain. Troubleshooting was planned. The concentration of morphine was recently changed. Prior to programming a bridge bolus during the concentration change from morphine 6 mg/ml to morphine 3 mg/ml, the health professional noticed that the total catheter volume was programmed to 0.001 ml incorrectly. The catheter volume was reprogrammed to 0.2 ml and the bridge bolus was programmed. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.